Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 546 mg/dl. Customer¿s current blood glucose level was 486 mg/dl. Customer¿s other blood glucose level was 122 mg/dl. The customer was drinking lots of water to bring blood glucose levels down. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer declined the troubleshooting for high blood glucose. The insulin pump will be returned for the analysis.